Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application displayed an incorrect ventricular lead impedance value. The application was refreshed, and displayed the proper value. It was noted that the application was refreshed several times, and the proper impedance value remained. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.